Event description:
Healthcare professional reported "a sizer was opened and the trays were completely stuck together. The inner paper lid tore as the scrub tech struggled to take the inner tray from the circulator". "The surgeon had to break 1 touch protocol to remove the sizer by hand from the inner tray" and "the trays are completely stuck/fuses together and can not be separated". The device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.